Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, noise and oversensing were observed on this right atrial (ra) lead. The noise was reproduced with small arm movements. A conductor fracture was suspected and the patient was sent for a chest x-ray. Additional information was received that indicated that the noise oversensing led to pacing inhibition, but no asystole greater than two seconds was observed. No revision procedures have been scheduled at this time. This lead remains in service. No adverse patient effects were reported.